Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. During visual inspection, fluid intrusion was found on the insertion switch assembly. The unit was tested on an in-house system in normal mode with no related errors. The unit was tested on a patient side cart fixture test platform (pftp) with no related errors. The insertion switch assembly will be replaced as the root cause of the reported problem due to fluid intrusion. A review of the site's system logs for the reported procedure date was conducted by an isi quality engineer. Investigation revealed the following possible related system errors: error 23075, "eevt_mtm_drift_detected". The probable root cause is attributed to a contaminated insertion switch assembly due to a fluid intrusion in usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse test drove the system and found no issues with any universal surgical manipulators (usm). The system was tested and verified as ready for use. No parts were replaced. The fse was called back to look at the system again. The fse was unable to reproduce the reported issue but replaced the usm. The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure that the instruments "jumped" before being commanded by the surgeon. The procedure was being completed as planned, with no reports of patient injury. The call was dropped before the intuitive surgical, inc. (Isi) technical support engineer (tse) could gather any additional information. Isi received the following additional information from the isi field service engineer (fse) that inspected the system: the reported issue may be due to the staff using 8mm instruments in 10mm cannulas without the adapter. Universal surgical manipulator (usm) 3 was replaced after the second field service order was opened, but the reported issue could not be replicated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following additional information via follow up with the customer: the issue occurred with the surgeon's head inside of the viewer, however the arms were shaking and moving even when the surgeon was not at the console. There were no external collisions and the issue was intermittent. Stapling was being performed across the lung when the issue occurred. There were no patterns identified with the non-intuitive movement. The field service engineer calibrated some of the arms and replaced the kickplate. The drape is not going to be returned.